Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, when the plunger was retracted a suture break occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was pulled from the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. The suture was returned intact and there was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions, which could have contributed to a link pull. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the posterior cuff. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the link pulled from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.